Event description:
During an anterior/posterior spine procedure the instrument did not fire clips properly. The tips seemed to not come together adequately. When the incident happened the nurse opened another instrument and inspected the jaws in action they did not form clips properly upon first firing. There was no patient consequence.